Manufacturer narrative:
Product event summary: the device was returned,analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device had been pre-programmed about six months earlier for an implant procedure, but that procedure had been cancelled. Today, prior to an implant procedure, the estimated longevity was only eight months. The device was not used. There was no apparent patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.